Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a product enhancement request to enable guardrails hard limits when using anesthesia mode feature. The customer noted that this request is being made based on data depicting. "Inadvertent high-risk overrides that were delivered above the hard limit, yet within anesthesia mode, that were subsequently reprogrammed back within limits." This was discovered by the customer during their review of infusion data for quarter 4 of 2022. There was patient involvement and although requested, the information on patient impact was not provided.